Event description:
It was reported while using bd vacutainer® serum/cat plus blood collection tubes, 4 tubes were overfilled (tubes filled completely). There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. The evaluation of the photo showcased overfill. Additionally, 20 retained samples were functionally tested for draw volume and all tubes tested drew out of specification. The device history records were reviewed with no issues being identified. Bd was able to confirm customers indicated failure mode overfill. No definitive root cause could be established for the reported defect. No trend has been identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum/cat plus blood collection tubes, 4 tubes were overfilled (tubes filled completely). There was no health impact or consequences reported.